Event description:
Ous MDR - after an implantation period of about 53 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The proximal and distal parts of the lead were returned, however, the medial part of approx. 5 cm length was not received for analysis. The performance of the lead fragments was scrutinized including a visual and electrical inspection and the electronic data received with the device were investigated. Inspection of the episode holter confirms the delivery of 12 shocks in july 2015 and the available iegm shows artefacts on the rv channel which led to vf detection. Visual analysis of the lead revealed signs of abrasion along the lead fragments. However, apart from the cuts, which most likely occurred during the explantation procedure, the insulation of the fragments was found intact. The conductor cable to the ring electrode was found broken as was confirmed by electrical analysis. Based on the characteristics of the fracture this damage most likely occurred during the explantation procedure. The measurements of the stimulation impedance found in the electronic data of this lead all were within range. Based on the analysis of the lead fragments the root cause of the noise artefacts could not be determined. No conclusion can be drawn regarding the missing piece of approx.5 cm length which according to the lead measurements had most likely been located in the pocket area. It cannot be excluded that this segment exhibited damages which would explain the noise artefacts and inappropriate therapies. The analysis did not reveal any sign of a material or manufacturing problem.